Event description:
A report was received stating that the device was observed leaking from the cuff. Tracheostomy tube was kept in use until patient was able to visit the doctor 4 days later. No incident related medical sequela was reported.

Manufacturer narrative:
One unit was returned for evaluation. Visual inspection found no obvious damage to the device. Contamination was observed around the area where the connector is over molded with the silicone rubber. Leak testing detected no leaks. Cuff was over inflated by tripling the amount of air required for leak testing and aggressively manipulated under water; no leak was found. The cuff was then deflated and filled with 10cc of water for additional inspection for leaks and again, no leakage was found. Possibly the water used to inflate the cuff by end user dripped from the syringe and onto the patient giving the appearance of a leaking device. Unable to confirm the reported issue.